Manufacturer narrative:
One opened irrigation/aspiration (I/a) tip in a zip top bag was received for the report of the irrigation/aspiration (I/a) tip detaching. The sample was visually inspected and found to be non-conforming with the over molded tip observed to be missing at tip of metal cannula. The reported product¿s lot number was not reported, preventing lot number specific reviews for similar complaints or nonconformances. However, before production release, each product history record is reviewed to ensure that all associated products meet the required specifications and release criteria. The complaint evaluation confirms a polymer irrigation/aspiration (I/a) tip detachment. The irrigation/aspiration (I/a) tip is a component that is received at the manufacturing site from an external supplier. Based on the evaluation of the information and materials received, the investigation concluded that the root cause of the reported event is related to the supplier's manufacturing process, and it was missed during the downstream inspection in the manufacturing process of the I/a tips. A non-conformance investigation was opened to identify the root cause of the irrigation/aspiration (I/a) tip detachment. All irrigation/aspiration (I/a) tips are 100% visually inspected prior to being released from the manufacturing facility. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. Complaint data for all manufacturer products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during testing, an ophthalmic irrigation/aspiration (I/a) tip detached. It is unknown whether the surgery was completed. Details of the procedure and any patient harm were not reported. Additional information has been requested but has not been received to date.